Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to another meter. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began in (B)(6) 2011. The patient reported that he began periodically feeling hypoglycemic throughout the month but that when he tested, his readings were not indicative of hypoglycemia ("90mg/dl to 140mg/dl"). The patient reported that he made no changes to his regular diabetes management as a response to the readings. The patient claimed that on the morning of (B)(6) 2011, he woke up feeling "sweaty and shaky". The patient reported that he had obtained a new lot of testing strips and compared readings from the old lot "127mg/dl" with his new strip lot "52mg/dl" both results performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reported that he drank glucose treatment for the product issue and that he felt better afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. A control solution test on the subject meter and strips did not pass. Replacement products were sent to the patient. This complaint is being reported because patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.